Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that her brother's blood glucose was 435 mg/dl. The customer did not experience any symptoms of high blood glucose and he treated with an 8-unit manual insulin injection. Troubleshooting was initiated. The customer successfully ran a prime. The drive support cap was normal. The delivery settings were programmed accurately. A high pressure test was performed and the device passed. No products were returned or replaced.